Event description:
The customer reported that they were experiencing telemetry drop outs in newly installed mx40's connected to PICC ix. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.